Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue, infection, vaginal/rectal muscle spasms, urinary/bowel problems, extrusion, and dyspareunia. It was further reported that she has undergone additional surgeries and revisionary procedures, including mesh removal on (B)(6) 2013. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue, infection, vaginal/rectal muscle spasms, urinary/bowel problems, extrusion, and dyspareunia. It was further reported that she has undergone additional surgeries and revisionary procedures, including mesh removal on (B)(6) 2013. No additional information is provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent laparoscopy with exploratory laparotomy, lysis of adhesions and bso on (B)(6) 2002 due to right ovarian cyst, pelvic peritoneal and extensive tubal ovarian adhesions. No additional information was provided.